Event description:
It was reported that while surgeon was performing triple arthrodesis procedure, while drilling over (02.226.001) guidewire with a 3.2mm cannulated drill bit for 4.5mm headless compression screws, tip of the guidewire broke off in the talus. Surgeon elected to keep broken tip in the talus after a brief time attempting to remove it. Remainder of the case proceeded uneventfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number. Placeholder.